Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on or about (B)(6) 2009 to present, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain and discomfort in his hips causing potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. It is also alleged the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2015 - sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are being added for elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed. UDI: (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 4/28/2016 medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted corrosion at the morse taper. There is no new information that changes the outcome of this investigation. The complaint was updated on: may 16, 2016.